Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown "error" message and, currently, will not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. About 2 ½ days later, the patient claims she had symptoms of frequent urination and possibly a urinary tract infection (uti). The patient reportedly visited her physician's office; however, denied receiving medical treatment. The patient was advised she did not have a uti. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.